Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Post steam shaping, it was reported that the catheter tip broke off while it was still inside the shaping mandrel.no injury was reported with the patient.